Event description:
Syringe had lubrication deterioration. Darkness above plunger. The 0.3ml, 29 gauge, 12.7 mm needle length, purchased at (B)(6). Threw out questionable plunger, kept 2nd, took photo. (B)(6) wants me to send it back to them for study. It's dark above plunger, and it's still moving. Lubrication nonexistent, or worse, gone bad. A 29 gauge, 1.2" length, 0.3ml.